Event description:
Reporter experienced er1 on his surestep meter 'a few times.' He related one time that he retested, and since it was some time ago, didn't remember the results, "but it seemed to be normal." He stated that he hadn't checked the confirmation dot "because I thought I did something wrong."